Event description:
It was reported that the knob on the epg (external pulse generator) was broken. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the output control knob was broken. It was also noted that the upper case, lower case, side bail covers and ring cover were broken, and the main cover was missing. (B)(4).